Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needles was not functioning. The following information was provided by the initial reporter: article no. 320561 every fourth needle in the package was not working properly due to the customer. Additional info received 03/20/2023: the customer only said that every 4 pen needle did not work and she did not keep the defective samples either.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10

Event description:
It was reported that the bd ultra-fine¿ pro pen needles was not functioning. The following information was provided by the initial reporter: article no. (B)(4) every fourth needle in the package was not working properly due to the customer additional info received 03/20/2023 the customer only said that every 4 pen needle did not work and she did not keep the defective samples either.